Event description:
It was reported that the system booted up but there were no fluoro images on either monitor. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage and interconnect cables. The system operates as intended.